Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient passed away due to a cerebral hemorrhage.

Event description:
It was additionally reported that the patient had a major bacterial infection of their mediastinum on (B)(6)2024. The event was treated with surgical and drug therapy however the infection did contribute to the patient's death. The patient then had intracranial hemorrhage which was diagnosed with a computed tomography (CT) scan resulting in neurological dysfunction on (B)(6)2025 that was treated with warfarin and aspirin. It was also described as a stroke (emesis, incontinence). On (B)(6)2024 the patient died of cerebral hemorrhage due to rupture of an infectious cerebral aneurysm.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. It was reported that the patient passed away due to a cerebral hemorrhage due to the rupture of an infectious cerebral aneurysm. It was additionally reported that the patient had a previous major bacterial infection of their mediastinum. This event was treated with surgical and drug therapy; however, the infection reportedly did contribute to the patient¿s death. The patient then reportedly had an intracranial hemorrhage which was diagnosed with a computed tomography (CT) scan, resulting in neurological dysfunction; this event was treated with medication and was also described as a stroke with emesis and incontinence. The patient's outcome was not considered to be device related and the device had reportedly operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists adverse events, including infection (local, driveline, and pump pocket), stroke, bleeding, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, lists infection as a potential late postimplant complication. This section also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d4: model and catalog numbers corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was additionally reported that the patient experienced respiratory failure and had a tracheostomy performed on (B)(6) 2024.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The patient's outcome was not considered to be device related and the device had reportedly operated as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, and the heartmate 3 patient handbook, are currently available. The IFU lists adverse events, including infection (local, driveline, and pump pocket), stroke, respiratory failure, bleeding, other neurological events (not stroke-related), and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, lists infection and neurological dysfunction as potential late postimplant complications. This section also contains information regarding the recommended anticoagulation therapy and international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events and subsequent patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. Multiple attempts were made to obtain additional information regarding the reported event; however, no further information was provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU and the heartmate 3 patient handbook are currently available. The IFU lists potential adverse events, including bleeding and death, that may be associated with the use of the heartmate 3 left ventricular assist system. The IFU also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.